Event description:
A customer reported experiencing a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided full instructions for performing a pump reset, and the customer planned to reset the pump when ready, with a follow-up suggested if the issue continued.